Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0cpp6, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was supposed to turn stimulation off for a couple of days and record what was happening. The patient was supposed to turn it off because they didn¿t feel like it was working right. It was noted that the patient was having urinary problems and was urinating when they shouldn¿t be. This started in the last month or so and the onset was quite sudden. It was reported that the patient was able to turn stimulation off.